Manufacturer narrative:
Tandem¿s t:slim x2g5 user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent minimum fill notifications were received. Reportedly, the cartridges had been filled with 150 units of insulin and the customer had not been performing the air removal process. Insulin was added into the cartridges and the cartridges were reloaded onto the pump to address the minimum fill notifications. Tandem technical support reviewed the load process with the customer. Customer's blood glucose level was 230 mg/dl.